Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 210 units of insulin. Customer¿s blood glucose level was 97 mg/dl. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.